Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 05/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. Review of the alarm history revealed call service alarm (012) recorded. On investigation, the pump powered on normally without alarm. The pump was exercised for 24 hours without errors, alarms or warnings. Investigation did not duplicate the alleged call service alarm issue and the pump was determined to be operating within the required specifications without malfunction.